Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (operational problem) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unk. Diopter: +22.50. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer? No. Device was discarded by the facility. (B)(4). Lens was discarded by the facility.

Event description:
The reporter indicated the surgeon inserted a cc4204a +22.50 diopter collamer single piece lens in the patient's left eye. The lens cracked during insertion into the eye. Lens was removed with no injury to the patient. Backup lens. Same model and size was implanted. Cause of crack lens is unknown. Cartridge or injector model and lot number were not made available.

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).